Event description:
Consumer complaint that blood results are too low. Performed blood test - result "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).